Event description:
Reportedly, boajf regular but on (B)(6) 2024 the patient was on leave, the center wants to see why they receive an empty alert while the patient was not home for several days.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Patient was on leave from (B)(6). On (B)(6) 2024, the implant sent an alert to the home monitor, then the ho tried to download data (idf files) it tried 89 times during 3 days. As per specs, after 3 days without success (it could be due to environmental disturbances, patient out of this house, patient to far away from its ho), on (B)(6) - the ho stops to try to download data (each try used rf and could have an impact on the battery of the implant) - and sent a ¿dummy idf file¿ to warn that the implant sent an alert but the ho didn¿t succeed to download data. In this case, a pit should initiate by the patient. Pit was successfully performed on (B)(6) 2024. On (B)(6) 2024, a planned follow-up was correctly downloaded but was sent to back office only on (B)(6) 2024. A possible hypothesis to explain this delay on file transmission is that a reset of the subject device occurred on (B)(6) 2024, just before sending this file to the back office, cancelling the transmission at this date. The file has been transmitted at the next connection with the back office which occurred on (B)(6) 2024. The reason of this reset could not be identified with certainty by the analysis, it could be hypothesized a disconnection of the home monitor or a micro-cut in the power supply (mains). Nevertheless, normal functioning of the home monitor was observed after the reset. On 14 september 2024, a planned follow-up was correctly sent. This case has been recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, boajf regular but on (B)(6) 2024 the patient was on leave, the center wants to see why they receive an empty alert while the patient was not home for several day.